Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish communication with the ipg following an unrelated surgical procedure in (B)(6) 2019. It was stated the patient did not place the device in to surgery mode prior to the procedure. The device is inoperable. As such, the patient will undergo surgical at a later date to address the issue.

Manufacturer narrative:
(B)(6).